Event description:
It was reported that one month post implant, the right ventricle (rv) lead exhibited high capture thresholds. The echocardiogram showed that the rv lead tip had perforated the pericardium. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.